Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported reduced auditory performance with the device. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore in situ measurements show the most basal channel with intermittent hi status since 2018 due to undetermined reasons. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user reported reduced auditory performance with the device. No trauma has been reported. The recipient has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Furthermore in situ measurements show the most basal channel with intermittent hi status since 2018 due to undetermined reasons. This is a final report.

Event description:
The user reported reduced auditory performance with the device. No trauma has been reported. The recipient has been re-implanted on (B)(6) 2019.